Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with hemolysis complicated by gastrointestinal (gi) bleeding. Their lactate dehydrogenase had came down to 300s and back up to 800-900. The patient denies symptoms of worsening heart failure although there was volume overloaded from multiple blood transfusions and was being diuresed. Log files were submitted for review and captured intermittent low flow events between 02mar2024 and 20mar2024.there do not appear to be any type of mechanical circulatory support(mcs) equipment issues causing these events. The low flow events seem to be a patient hemodynamically related issue and not a ventricular assist device related issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist device (lvad) and the reported outcome could not be conclusively established during this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke, bleeding, hemolysis, and death as adverse events which may be associated with the use of heartmate ii lvas. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the gastrointestinal bleeding was confirmed with positive hemoccult and was treated with supportively with transfusion and IV proton-pump inhibitors (ppis). The bleeding was reported to have resolved. Non-device related cause for hemolysis was not identified. Treatment for the hemolysis was performed with anticoagulation and diuresis. The patient then had an ischemic stroke and the family decided to opt for comfort care. The patient passed away on (B)(6) 2024. Due to the hemolysis and stroke, the death was considered to be device or therapy related. The device reportedly operated as expected.

Manufacturer narrative:
B2: date of death added b5: additional information h1: updated no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.